Manufacturer narrative:
H3. Device analysis for the recharger revealed a recharger antenna failure, no device found message. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type: programmer, patient. Product ID: 97755, serial# (B)(6), UDI#: (B)(4), product type: recharger. Product ID: 97745bp, serial# (B)(6), product type: accessory. Product ID: 97745ac, lot# 18380, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that the recharger telemetry module (rtm) became hot during charging as of about one month prior to report. It was noted that the rtm heating occurred at the base of the antenna cord and that a ¿no stimulation device is found¿ message was observed with the device. When charging during the morning of report that a message directing the user to call the manufacturer was observed. There were no external factors in particular reported that may have led or contributed to the issue. The issue remained unresolved at the time of report. No complications were reported or anticipated.